Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 735709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Current weight 155 lbs. Concurrent conditions included vomiting, smoker, urinary incontinence and headache. Concomitant products included ascorbic acid and cholecalciferol (vitamin d3). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abdominal bleeding (vaginal, menorrhagia)") and menorrhagia ("abdominal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), nausea ("nausea") and abdominal pain upper ("stomach pain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations"). In (B)(6) 2016, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2017, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In september 2018, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation") and alopecia ("hair loss"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, excision left labia majora lobulated nevus). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain upper had resolved and the vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, migraine, palpitations, nausea, dysmenorrhoea, vision blurred, fatigue, weight decreased, constipation and alopecia outcome was unknown. The reporter considered abdominal pain upper, alopecia, bladder disorder, constipation, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, palpitations, pelvic pain, urinary tract disorder, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: right side 7 essure coils and 5 coils on left were present current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: nausea, fatigue, palpitations quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs & mr received: lot number, date of removal and events onset date were added. Injury nos was replaced with new events menorrhagia, vaginal bleeding, bladder disorder, urinary tract disorder, migraines, palpitations, nausea, dysmenorrhea, blurred vision, fatigue, weight loss, constipation, hair loss, stomach pain. Reporters, patient demographics, lab data, medical history and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 735709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Current weight 155 lbs. Concurrent conditions included vomiting, smoker, urinary incontinence and headache. Concomitant products included ascorbic acid and colecalciferol (vitamin d3). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abdominal bleeding (vaginal, menorrhagia)") and menorrhagia ("abdominal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), nausea ("nausea") and abdominal pain upper ("stomach pain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations"). In (B)(6) 2016, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2017, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2018, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation") and alopecia ("hair loss"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, excision left labia majora lobulated nevus). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain upper had resolved and the vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, migraine, palpitations, nausea, dysmenorrhoea, vision blurred, fatigue, weight decreased, constipation and alopecia outcome was unknown. The reporter considered abdominal pain upper, alopecia, bladder disorder, constipation, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, palpitations, pelvic pain, urinary tract disorder, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: right side 7 essure coils and 5 coils on left were present current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: nausea, fatigue, palpitations lot number: 735709, manufacturing date: 2010/05, expiration date: 2013/05, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 735709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Current weight 155 lbs. Concurrent conditions included vomiting, smoker, urinary incontinence and headache. Concomitant products included ascorbic acid and colecalciferol (vitamin d3). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abdominal bleeding (vaginal, menorrhagia)") and menorrhagia ("abdominal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), nausea ("nausea") and abdominal pain upper ("stomach pain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced urinary tract disorder ("bladder or urinary problems or changes/urinary urgency") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations"). In (B)(6) 2016, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2017, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2018, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation") and alopecia ("hair loss"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), headache ("headache ") and nocturia ("nocturia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, excision left labia majora lobulated nevus). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain upper and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, migraine, palpitations, nausea, vision blurred, fatigue, weight decreased, constipation, alopecia, weight increased and nocturia outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, bladder disorder, constipation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, nocturia, palpitations, pelvic pain, urinary tract disorder, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: right side 7 essure coils and 5 coils on left were present current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: nausea, fatigue, palpitations lot number: 735709, manufacturing date: 2010/05, expiration date: 2013/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: event was added- abdominal pain, weight gain and nocturia. Event was clubbed- bladder or urinary problems or changes/urinary urgency. Event outcome was added- pain was resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 735709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Current weight 155 lbs. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2010 to (B)(6) 2010. Concurrent conditions included vomiting, smoker, urinary incontinence and headache. Concomitant products included ascorbic acid and colecalciferol (vitamin d3). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abdominal bleeding (vaginal, menorrhagia)") and menorrhagia ("abdominal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), nausea ("nausea") and abdominal pain upper ("stomach pain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced urinary tract disorder ("bladder or urinary problems or changes/urinary urgency") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced palpitations ("blood or heart disorder/condition type: palpitations"). In (B)(6) 2016, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2017, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2018, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation") and alopecia ("hair loss"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), headache ("headache "), nocturia ("nocturia"), musculoskeletal discomfort ("low back discomfort"), discomfort ("body discomfort") and inflammation ("inflammation issue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, excision left labia majora lobulated nevus). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain upper and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, migraine, palpitations, nausea, vision blurred, fatigue, weight decreased, constipation, alopecia, weight increased, nocturia, musculoskeletal discomfort, discomfort and inflammation outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, bladder disorder, constipation, discomfort, dysmenorrhoea, fatigue, headache, inflammation, menorrhagia, migraine, musculoskeletal discomfort, nausea, nocturia, palpitations, pelvic pain, urinary tract disorder, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: right side 7 essure coils and 5 coils on left were present current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: nausea, fatigue, palpitations concerning the injuries reported in this case, the following one was reported via social media: musculoskeletal discomfort, discomfort and inflammation. Lot number: 735709 manufacturing date: 2010/05 expiration date: 2013/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: social media received- new low back discomfort, body discomfort and inflammation issue were added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.